Event description:
Rptr c/o : chronic urinary infections, blood pressure problems, peripheral neuropathy, demyelinating neuropathy, other neuropathy, carpal tunnel syndrome, motor neuron disease, chronic myalgic encephalitis, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, organic brain syndrome, reduced blood flow to brain, seizures, chest &/or burning sensation in chest, inflammation of chest, elevated cholesterol or triglicerides, nerve damage, dry eyes: feeling of glass splinters in eyes. Adrenal problems, chronic swelling of extremities, chronic discoloration (red or blue), heat or cold sensitivity of extremities, raynaud's disease, frequent low grade fever, irritable bowel syndrome, hysterectomy, loss of sexual desire before menopause, substantial hair loss not connected with medications, frequent migraines/severe headaches, palpitations, hypersensitivity to chemicals, molds, dust or pollen, food, connective tissue disease, lupus, sjogren's syndrome, inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, constant cough, night sweats, all symptoms of tb but negative x-rays. Chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, myositis or polymyositis, fascitis, constant but random muscle flutters, chronic swollen lymph nodes/lymphadenopathy, unexplained rashes, sun sensitive, unexplained severe itching, numerous moles, freckles, etc, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/dropping things, misjudging distance/running into objects, sicca. Blood serum specimen showed the presence of autoantibodies. Specifically, the serum was strongly positive to connective tissue molecules. In the same serum sample we detected a weak positive reaction for an autoantibody to brain tissue proteins. Moreover, the serum tested positive for anti nuclear antibodies molecules using immuno fluorescent determinations. Recently, it was reported that pts with autoimmune disease symptoms and central nervous system manifestations showed similar serum reactivity. These results suggest that rptr's immune system has mounted an antibody reaction against her own tissues. The type of auto-immune reactivity detected is similar to that found in the sera of a large number of pts whose silicone gel breast implants allowed silicone gel particle to migrate into the surrounding tissues. (*)